Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pb), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within specs. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during pt us, an 840 ventilator stopped cycling. The pt was removed and placed on an alternate unit. There was no reported pt injury.